Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal hydromorphone 3 mg/ml (unknown dose) via an implantable pump for non-malignant pain. It was reported that caller (mdt rep) stated patient came in today with a message on her personal therapy manager (ptm) of a motor stall. When the rep interrogated her pump, code 528/529 appeared along with motor stalls and recoveries on (B)(6) 2024. The rep stated the patient did not have a magnetic resonance imaging (MRI) on either of those days but did not feel any withdrawal symptoms. Technical services explained software upgrade notification but confirmed these recent motor stalls were appearing in logs. The rep stated she was in today to talk about a pump replacement with her provider since no electromagnetic interference (emi) exposure identified. Technical services reviewed iphone 13 magnet was known to stall and confirmed the patient did have that phone. The rep stated the patient had felt that she was generally not getting the therapeutic relief that she once was with the pump. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that motor stalls occurred on (B)(6) 2024 (times unknown) and the recoveries occurred on (B)(6) 2024 (times unknown). A pump replacement was scheduled for (B)(6) 2024. When asked if the cause of the motors stalls and the patient no getting the therapeutic relief that she once was with the pump was determined, the rep indicated n/a. It was also unknown if the patient not getting therapeutic relief that she once was with the pump was resolved.(B)(6)